Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51mg/dl. Reportedly, customer delivered a bolus prior to bed for carbohydrates consumed and believes the bolus was the cause of the event. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.